Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was stable.

Manufacturer narrative:
The reported event of electronics performance indicator was not confirmed. The device was received with normal telemetry communication and normal output. Functional tests were performed, and no anomalies were found. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage. There was evidence from the field session record that autocapture feature was enabled and operated in high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.